Event description:
It was reported that the device was implanted and 2 hours post-op there was a 30 second pause and failure to capture. This happened again, so the physician decided to remove and replace both the lead and device as it was not possible to determine which caused the loss of capture. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found. (B) (4): no anomalies found; full lead returned and analyzed.